Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle was not retracting all the way. This occurred on 2 occasions after use but the date/time and or patient information is unknown.the following information was provided by the initial reporter: material no. 367364. Batch no. 8353831. It was reporting that the needle was not retracting all the way. Part of the needle was still exposed. 23 g ut not retracting all the way. Customer said that the 23g ut did not retract all the way after drawing. It is stuck and can't retract all the way. Part of needle is still exposed.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, testing of the customer samples was performed and no issues with partial retraction were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle was not retracting all the way. This occurred on 2 occasions after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 367364, batch no. 8353831. It was reporting that the needle was not retracting all the way. Part of the needle was still exposed. 23 g ut not retracting all the way. Customer said that the 23g ut did not retract all the way after drawing. It is stuck and can't retract all the way. Part of needle is still exposed.